Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use there was a backflow of blood from device to patient with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that blood reversed flow from the tubing and blew the patients vein. Additionally, on 2020-05-19 the bd sales consultant provided the following additional information: the customer received info from the phlebotomist that drew the patient. She stated that the blood was flowing into the edta tube, and then starting flowing backwards toward the patient and then blew the vein and blood was pooling on the patient's arm. The blood was cleaned up and there was no blood exposure. The phlebotomist then discontinued the collection. This was the only time this situation occurred. She did not have the catalog/lot # of the edta tube.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for insufficient blood flow with the incident lot was observed. The "other harm" reported failure mode of a reverse blood flow could not be confirmed based on the photos provided. A physical sample would be needed for further investigation a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use there was a backflow of blood from device to patient with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that blood reversed flow from the tubing and blew the patients vein. Additionally, on 2020-05-19 the bd sales consultant provided the following additional information: the customer received info from the phlebotomist that drew the patient. She stated that the blood was flowing into the edta tube, and then starting flowing backwards toward the patient and then blew the vein and blood was pooling on the patient's arm. The blood was cleaned up and there was no blood exposure. The phlebotomist then discontinued the collection. This was the only time this situation occurred. She did not have the catalog/lot # of the edta tube.